Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient reported their phone app was not working. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A probable cause could not be determined.